Event description:
It was reported via a facility medwatch, that a guide wire fracture occurred. Following deployment of an unspecified stent, the guide wire fractured, and the distal piece was retained in the pt's distal popliteal artery. Stents were placed and the wire was left extra-luminally. Post stent angiogram showed a widely patent vessel with stents and wire extraluminal. Pt status was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.